Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services on (B)(6) 2017. The local representative reported that this patient was in a bigeminal rhythm and a template could not be acquired. Ts discussed the device's conditional zone functionality and how each decision is made by the device. Without an acquired template, the first part of the detection algorithm is not used. With a patient in a bigeminal rhythm, ts discussed getting the patient's heart rate higher to see if this prevents the bigeminal rhythm. Subsequently, the boston scientific local representative became aware that this patient was scheduled for system explanted due to infection on (B)(6) 2017. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. This device and electrode were explanted without incident.